Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called for assistance when the robot would not complete the post. Initially, the customer attempted to connect the blue fiber cable to an open port on the vision side cart (vsc), but this did not resolve the issue. After bringing in a new blue fiber cable, the pcs still would not connect. The technical support engineer (tse) instructed the customer to clean the fiber port with a bud, reseat the connector, and perform a hard power cycle, but the problem persisted. The customer was then asked to try a different patient side cart (psc) but declined and chose to cancel the case on this system. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the cardcage. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.